Event description:
It was reported that the customer experienced a malfunction alarm with their device, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared, which they acknowledged and understood.